Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. The returned device was visually inspected and pressure tested for leaks. Results: visual inspection revealed a crack along one of the swivel wye ports. Pressure test showed that the circuit was outside of specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed. The new pre-mixed material has now been implemented on the production line. Since the lot number was the subject circuit was not provided for, it is not possible to determine whether the circuit was manufactured prior to or after this change. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the rt266 infant dual heated evaqua2 breathing circuit did not pass the initial leak test before use, and was subsequently found to have a crack in the swivel connector. There was no patient involvement.